Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a mild rash on (B)(6) 2016. Date of issue is an approximation. Rash was located on the abdomen. Patient's mother had a phone consultation with their doctor due to the patient's rash that was caused by the medical tape being used. The doctor prescribed mastisol. Date of doctor consultation was not provided. Patient's mother stated that the patient is now using the mastisol to prevent mild rashes from the sensors. At the time of contact, the patient was doing well. No additional event or patient information is available.